Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
The customer reported via phone call that the insulin pump has had multiple no delivery alarms during the bolus procedure. The customer received new infusion sets, but the alarm keeps occurring. The blood glucose reading was 9.8 mmol/l. There were no air bubbles and changed infusion set again, but the issue continued. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement, prime/a33 test and excessive no delivery test. No excessive no delivery alarm. However, the insulin pump was received with cracked reservoir tube lip.